Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was sparking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up before a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.